Event description:
Report from employee health nurse indicates two (2) nurses and a physician were experiencing asthma-like symptoms when exposed to cidex opa fumes. This report is the second of three reports. The anesthesiologist experienced 'severe long term respiratory complications'. Pt was treated with steroids, antibiotics and bronchodilators. It was also reported that there was a lot of construction going on in the department. The employee health nurse does not think the problem is the disinfectant.